Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to clinic for inappropriate high voltage therapy on the right ventricular (rv) lead. The rv lead was noted to be dislodged. The lead was repositioned to resolve the event and the patient was in stable condition.